Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products kdr701vit implantable pulse generator (ipg) 2004-(B)(6), 4068 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement, the right atrial (ra) lead showed an insulation breach. It is unclear if the use of cautery caused the breach. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.